Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the caster base assembly. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, prior to connecting a patient on a 980 ventilator the wheel/caster fell off. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.